Event description:
It was reported that the Merlin programmer emitted steam and an odor from the area around the bottom ventilation fan during an attempted interrogation after exposure to rain outdoors. Upon a subsequent boot-up attempt, the programmer failed to power up. The programmer was not replaced. There was no patient involvement.